Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm occurred. Customer changed supplies to address the occlusion alarm, but the alarm continued. Customer reverted to manual insulin injection therapy. Customer's blood glucose level was above 400 mg/dl.